Manufacturer narrative:
The pump has been returned to animas for eval. The eval of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the eval is completed, a supplemental report will be filed.

Event description:
On (B)(6), 2011, the distributor contacted animas and reported that a pt reached a high sugar level since he had not received the correct amount of insulin. The distributor indicated that the pt required medical attention and was treated by insulin injections. This complaint is being reported due to the following conclusions: the distributor alleged that the pt required medical treatment for hyperglycemia as a result of not receiving a correct amount of insulin.